Event description:
It was reported that a continuous glucose monitor (cgm) alert did not enunciate as expected. Tandem technical support verified cgm alerts were received, however, customer alleged the alerts received were not audible as expected. Customer continued to use the pump for insulin therapy. Customer's blood glucose was 199 mg/dl.